Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was feeling dizzy and saw that the cgm reading was about 150 mg/dl while the bg reading was 45 mg/dl so she called the paramedics. She self- treated with juice while waiting for the paramedics. When the paramedics arrived, they took a bg reading which was 48 mg/dl and the cgm reading was around 200 mg/dl. They treated the patient with IV glucose. After the treatment the patient´s bg values stabilized. At the time of contact, it was indicated that the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.